Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since only partial of the serial number was provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the that external stress was applied to the connecting tube, which led to breakage of the lock lever tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward the wrong direction. However, the specific root cause could not be determined at this time. The event can be detected and prevented by following the instructions for use (IFU): abnormality is detectable by performing the following inspection. 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube was broken. The issue occurred during reprocessing. There were no reports of patient harm.